Event description:
It was initially reported on (B)(6) 2011 that the pt experienced return of symptoms, especially increased baseline pain. On interrogation the pump shoed an elective replacement indicator (eri) of (B)(6) 2011 with the message of replacement by (B)(6) 2011. Volume discrepancy was unk. A dye study was performed and was negative. It was concluded that the pump was to be replaced due to eri within the week. Drug delivered via the pump was dilaudid. It was later reported that the pump was replaced prophylactically to avoid invivo battery depletion. No studies were performed. Pt had no injury and recovered without any sequelae.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance with the inhouse battery tester showing a resistance of 329 ohms. The battery logs showed .57 volt drop. It was also noted that eri occurred due to time progression. No low battery reset or safe state events were found to have occurred. Catheter analysis: returned for analysis was straight pump connector + proximal segment that revealed no anomaly, acceptable catheter testing.